Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: bilateral breast capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient who underwent a breast augmentation revision procedure with unspecified mentor gel breast prostheses developed capsular contracture (baker grade unknown) in both of her breasts. As a result, the patient underwent bilateral explantation and replacement with a mentor memorygel breast implant 425cc gel breast prosthesis and an unspecified mentor gel breast prosthesis in 2006. This medwatch report is for the patient¿s right breast prosthesis.